Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent posterior lumbar interbody fusion and posterolateral lumbar fusion surgery from vertebrae l3-l5 wherein rhbmp-2/acs was implanted with posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the posterolateral elements). Post-op, the patient complained of increasing low back and hip pain, pain in his testicles, and radiculopathy in his lower extremities. The patient continued to experience extreme lower back pain, with pain radiating to his hips, numbness and tingling in his tailbone and buttocks, and bowel issues. The patient experienced difficulty in sitting, standing and walking, and required use of a cane to assist in ambulation. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: lumbar spinal stenosis at l3-4 and l4-5. He underwent the following procedures: l3-4 and l4-5 decompressive laminectomy, diskectomy and posterior lumbar interbody fusion and pedicle screw stabilization using pedicle screws and interbody cages, posterolateral arthrodesis using bmp containing sponges and local autograft. As per the operative notes,¿ the cage was packed with local autograft, bmp and sponges. This was then placed in the disk space, and there appeared to be a tight fit. Bmp containing bone graft was then placed into sites and cages, and this was then placed into the disk space. There appeared to be a tight fit. The transverse processes were then decorticated with the drill and bmp containing sponges and local autograft were then placed in the posterolateral gutters.¿ no intra operative complications were reported.